Event description:
Reportedly, during an implanattion attempt, when the lead was used and fixed into the cavity high ventricular impedance value was obtained with the procedure. The phusician decided to not implant the lead and to implant a new one.